Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has not been able to connect to their implant. The patient kept getting the message device not responding. Patient mentioned that they had an MRI a couple months ago and it worked after that. The patient has another MRI coming up on sunday, and they need to be able to show the MRI facility that their implant is in MRI mode. During the call the patient repositioned the communicator several times and was able to successfully connect to implant and deactivate MRI mode and turn therapy back on. Caller also mentioned that they have not been feeling the stimulation and have been having to run to the restroom. Agent walked the caller through the steps of changing programs and adjusting to a comfortable level. Caller will track and monitor symptoms. The troubleshooting steps that were taken on the call resolved the issue. On 2025-dec-04 additional information was received from the patient. They reported that the cause of their issues was determined, but no information was given as to what the cause was. They referenced their previous call where they changed programs and said that they still didn't feel it working, but they were told that it was working. They said that it stopped pulsing and working when a chiropractor went over it with a tens type patch for lower back treatment and they were told a tens should not bother it by the agent. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.